Event description:
Philips received a complaint that alleged that in an aorta case, there is evidence that the images can be interrupted as a possible clot. There are no reported injuries.

Manufacturer narrative:
(B)(4). The root cause was identified as being an algorithm issue in the metal artifact reduction feature that caused the image artifact to appear in contrast enhanced images of vasculature, which could be interpreted as an occluded stent. As a result, this application is being turned off. (B)(4).